Event description:
Support pieces of drop seat cracked while resident was seated in wheelchair. Resortive dept nurses discovered upon re-assessment of drop seat appropriateness. No injury occurred. Drop seat removed.